Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. An 8.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached 18 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 40mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. An 8.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached 18 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.